Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that the centralink data management system appropriately held the results, classified the results with numerical severity values that are assigned to critical results, and highlighted the results in red. The feature that highlights results in blue, to indicate that a row on the "review and edit" window has been selected, masked the red indicator. Siemens determined that other alerts (such as the numerical severity values) were available and visible for the operator to decide appropriate actions on the results. The centralink data management system was performing according to specifications. The customer's method in releasing results contributed to the event. To accommodate this use error, a siemens specialist programmed a dummy test to rest on the top line of the "review and edit" window as the customer alleged that they missed critical results that rest on the top line of the "review and edit" window. Siemens medical affairs representatives evaluated the information provided by the customer. Per siemens understanding of clinical practice, the impact to the patient associated with sample ID (B)(6) was transient and self-limiting. It is siemens understanding that standard laboratory practice for manual result review include the review of each individual result and associated error messages, flags, and alerts. The mandatory review should indicate to the customer to take appropriate actions and call the medical provider due to the numerical severity flag. It is also siemens understanding of clinical practice that in critical settings, such as the emergency department or in cases where physical symptomologies are present, close monitoring of laboratory results would occur without laboratory notifications; critical results are typically also marked in the electronic medical record with visual cues, such as exclamation points, to increase the medical provider awareness. The device is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00255, MDR 2432235-2019-00256, and MDR 2432235-2019-00158 were filed for the same issue.

Event description:
The customer reported that they did not provide appropriate attention to four (4) critically low sodium results displayed on the "review and edit" window of the centralink data management system. The customer indicated that these critical results required special attention, and the lab should have called/alerted the medical team or repeated the specimen (if appropriate) when they released the results to the physician(s). The customer attributed missing these critical results and not providing special attention to these critically low sodium results to a blue highlight feature on the system, which is intended to demonstrate the selection of a row on the table, since the blue highlight feature masked the red indicator on the "review and edit" window. The red indicator is feature that visibly alerts the operator of a result that requires special attention. In addition to the red indicator, the centralink data management system assigned numerical severity values to flag these critical results. However, the customer did not notice the numerical severity values and released the critical sodium results without taking additional appropriate actions for the critical results. The customer reported that patient care was delayed due to this issue and the customer alleged that due to the delay in patient care, one patient (sample ID (B)(6)) experienced slurred speech and decreased level of consciousness as appropriate attention was not provided for the critical sodium result. The customer reported that the patient fell, and the patient's back and shoulders were bruised from the fall. The customer attributed the loss of consciousness and altered mental status to hyponatremia. The patient was admitted to the hospital and was treated with sodium repletion. The customer also reported that they did not call/alert physician(s) of critically elevated sodium results when releasing the results for 30 additional patients. The customer reported that there was no evidence of impact to patient care due to missing these critically elevated sodium results. There are no known reports of patient intervention or adverse health consequences due to this issue. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00254 on 05-aug-2019. Additional information (09-sep-2019): it was determined that the critical sodium (na) results released without taking additional actions required for critical results were on the top row of the centralink data management system's "review and edit" screen and highlighted in blue. As indicated in the initial MDR, siemens provided a dummy test to rest on the top row of the "review and edit" screen. Therefore, the first row (dummy test), which does not contain results, will be highlighted in blue background color when the "review and edit" screen is first opened. Patient results in the "review and edit" screen will not be highlighted in blue unless the customer moves the cursor to select a particular row. Furthermore, siemens communicated to the customer that the centralink data management system highlights the top result line in blue as an indication that the result has been selected and that the blue highlight covers any other color for the test result, including red. The customer has been informed that there are other alerts available and visible for the operator to decide additional actions for the result. The device is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00255_s1, MDR 2432235-2019-00256_s1, and MDR 2432235-2019-00158_s4 were filed for the same issue.